Event description:
It was reported that the external pulse generator (epg) displayed a self-test error code. The biomedical engineer cycled power about twenty times, but could not replicate the issue. All the outputs were tested and looked good. Technical support (ts) had the biomedical engineer power on the epg and forced an error. The caller cleared the error by removing the battery for about ten seconds and then reinserting the battery. The epg remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.